Manufacturer narrative:
The customer reported that the aspiration on the system was too powerful which led to a patient incident. There was no additional patient information provided. The company service representative examined the system was unable to replicate the problem reported. The system was then tested and met all product specifications. The system was manufactured on october 25, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: 2016-28553

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a procedure the aspiration was too powerful. An unspecified patient incident occurred. Several attempts were made to obtain further information on the event with no response to date.